Manufacturer narrative:
Submit date: 3/22/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was leakage between the tube and connector.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the enteral feeding pump keeps shutting down.¿ the unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the printed circuit board to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.